Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported, the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected. As a result, the patient lost therapy. It was also reported that the patient's system diagnostics recorded high impedances on the lead. Surgical intervention took place where the ipg and lead were explanted and replaced to address the issue. Effective stimulation was restored.